Manufacturer narrative:
Date rec'd by MFR: 17apr2019. The power management (pm) printed circuit board assembly (pcba) was received for evaluation. Visual inspection of the returned pm pcba has no obvious dust or debris on unit. No signs of mechanical damage of physical mishandling. No obvious indications of electrical overstress or overheating. The pm pcba was tested and the reported condition was verified. Shorting of q11 caused unstable 35 v power supply and unsteady input to power source select switch. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 09jan19. Date received by manufacturer: 08jan19. Multiple attempts have been made to try to obtain the part for failure investigation but no response was received from the customer. Should new information become available, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. Philips product support engineer (pse) troubleshot the issue with the customer over the phone. The pse suggested that the power management (pm) printed circuit board assembly (pcba) be replaced. The customer reported that the pm pcba was replaced and the issue was resolved. The ventilator was returned back to service.

Event description:
The customer reported that the ventilator would not power off. The ventilator was not in clinical use at the time of the event. The event date was not specified; estimate used.